Manufacturer narrative:
Additional contact: (B)(6)0

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure alert and primary audible alarm. It was also reported that the lcd lens was scratched and a crack was noted on the battery door. No adverse effects were reported.